Event description:
The following information was reported to gore: on (B)(6) 2017, the patient received treatment for popliteal artery aneurysm in the lower leg with the gore® viabahn® endoprosthesis with heparin bioactive surface. On (B)(6) 2022, regional gore associate was notified by the physician that a tear was identified within the gore® viabahn® endoprosthesis with heparin bioactive surface, through imaging.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. A review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. No device was returned for evaluation. Images were provided by complainant for evaluation by imaging sciences. Imaging evaluation revealed: the imaging evaluation performed by a clinical imaging specialist showed the following: two jpeg images available for evaluation. No name, date, or demographics on images. Cannot manipulate images (rotate, window level, etc.). On the projection provided on jpeg image #1, the image shows non-uniform wire patterns and alignment of the implanted stent. On the projection provided on jpeg image #2, there appears to be distortion in the wire pattern and possible compression of the stent. At the central portion of the implanted stent(s) the image is suggestive of the presence of wire fracture(s). Random densities are visualized at the level of the implanted stent. Densities may represent tear(s) in the fabric, however, cannot confirm or rule out this possibility with available imaging. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.